Event description:
Pt entered the hosp in 2002 for a pathological left sub-trochanteric fracture (malignant lymphoma today in remission after an haematology treatment). In 2002, osteosynthesis with the devices described above. During the pt follow-up, a pseudoarthrosis development is diagnosed. In 2003, x-rays shows the distal screw broken and the nail bent at the proximal level. In 2003, the nail broke at the level of the lag screw: the devices were removed.